Event description:
Report received of the pump turning off without an alarm alert. The patient was receiving an unspecified hydration fluid at an unknown rate in the primary mode of delivery. It was not known if there was anything infusing on the secondary line. The patient got up to go to the bathroom and unplugged the pump. The patient ambulated to the bathroom and back to the pt's bed. When the patient arrived back to the pt's bed, the nurse noted that the pump was off. There was no pump alarm to warn that the pump was turning off. The pump was replaced, and therapy was continued. There was no reported adverse patient event. Though requested, there was no further information available.